Event description:
Customer reported via phone call to have received a no delivery alarm and attempted to change batteries and was not able to remove battery cap. Customer's blood glucose was 163 mg/dl. Customer reported to have all remedies for removing battery cap. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm. The insulin pump was received with stripped battery cap coin slot. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.